Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, patient was unable to see the objects clearly and everything was appearing cloudy. Doctor has examined the eye and informed that the eye was perfect. The issue may be with the lens, because of which the patient was unable to get the vision. Additional information received and it states that the patient condition on discharge was stable. No eye pain and fit for discharge, the course in hospital was uneventful. Patient admitted, operated, discharged in same day without any complications. Additional information received and it states that the patient while performing surgery, same lens implanted in the sulcus. On the next day patient came for a post-operative follow-up with a clear cornea but a decentered intraocular lens (iol) noted. Repositioning of iol was performed on the same day. Also, on the other day patient presented with high intraocular pressure (iop) but was comfortable after receiving medications. During the follow-up, the patient's unaided vision was recorded as 6/6 p, and the best corrected vision was also 6/6 p. Doctor has advised the patient to proceed with second eye implant. However, the patient has not returned for the follow-up yet. According to doctor, the patient seems to be bit fussy, he asked several detailed questions for all the available iol's from different companies. He ultimately decided to proceed with company model.